Event description:
It was reported by service report that the left outer siderail panel was cracked at the top with sharp edges. It is unk if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: left outer siderail panel was cracked at the top with sharp edges and vectors.